Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence of little to no bone integration.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2015 due to tibial loosening. It was reported that the tibial loosening was thought to be caused by infection, but there was no infection found. During the revision, all biomet products were removed and replaced with competitor products, and a biomet patella was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.